Event description:
During service, the baxter repair technician reported that the pumphead module failed accuracy testing. The hospital representative stated that there were no reports of patient injury or medical intervention.